Event description:
It was reported that, "both the l4 and the l1 screws on the right had the slot tabs" break off the screws. In both circumstances, extreme pressure was used with the persuader on the blades. In using the persuader, the blades pulled right out of the screw, breaking the tabs on the screw that holds the blades. Happened to the l1 screw first, so the rod was removed and the screw replaced. That screw will be returned. The l4 screw tabs broke later, but the screw was left in and they were able to place a blocker."

Manufacturer narrative:
This medwatch occurred with medwatch #9617544-2012-00028. Method: complaint history analysis, manufacturing record review, visual inspection, risk assessment. Results: there have been 12 total complaints involving 13 units relating to broken tulip tabs during surgery. Previous complaints were metallurgically analyzed and no issues were found. The previous complaints concluded that the tab fracture was the result of cantilever forces being applied to the blades while using the mantis persuader. The manufacturing file of this batch was review and no deviations were noted. When the device was returned was confirmed that one tab was broken. The broken fragments were not returned. In this case the surgery was extended 25 minutes and the surgery was completed successfully. Stryker spine was unable to ascertain if all the tab-fragments were removed from the pt. The tabs themselves are made from a biocompatible material. Conclusion: this screw passed inspection prior to release and there is no indication from previous investigations that this type of failure is related to metallurgical defects. A CAPA has been initiated to address these types of failures and the root cause analysis has concluded that the failures are user-related.